Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an in clinic follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device recorded multiple episodes of t-wave over-sensing. The episodes appeared to be from a select few days. The physician stated that the clinic has seen over-sensing prior and had been monitoring the device for some time. The patient was not adversely affected by the anomaly. The physician elected to continue to monitor the device without making any programming changes.